Manufacturer narrative:
The field service engineer analyzed the provided data and checked the instrument. He found that there were dents in the rinse tubes. He replaced all rinse tubes. He also replaced the heat cut filter, the lamp, and the cuvettes, and adjusted the sample and the reagent syringes and the washing pressure. A hardware performance check, calibration, and qc were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after teh service visit. Although the cause of the event could not be determined, it was consistent with the dents in the rinse tubes.

Manufacturer narrative:
The glucose reagent lot number was 895967 with an expiration date of 31-oct-2026. The qc was within the +/- 1 standard deviation range. It was noted that the lamp cuvette was replaced and the sample probe was cleaned prior to the sample measurement. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas 8000 c702 module. Initial result: 323.50 mg/dl. The initial result was not compatible with the patient's clinical status, prompting the repeat of the sample. 1st repeat result was 94.50 mg/dl (tested on the same module). 2nd repeat result: 94.50 mg/dl (tested on a different c702 module). The 1st repeat result was consistent with the patient's clinical status.